Manufacturer narrative:
The complaint sample was returned and evaluated, the product met all manufacturing specifications. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
Device is in transit to manufacturing facility for evaluation. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
The consumer reported losing part of their vision after using the solution for the first time. They visited a hospital and was diagnosed with a chemical burn of the cornea and conjunctival sac. Medical records provided by the consumer indicates at time of admission their visual acuity was perception of mobile hand. The consumer remained in the hospital for seven days and had visual acuity of 6/10 at time of discharge. The consumer was prescribed chloramphenicol ointment for 15 days, hylo dual for two months and recugel for two months.

Manufacturer narrative:
Device has been received and the evaluation is in progress. A review of the manufacturing records found the product met all acceptance criteria at the time of manufacture and distribution. The lot was manufactured per global and local specifications. Chemical analysis was performed on the retain samples and results were within the limits. Based on all available information, no causal factors can be determined and no conclusion can be drawn.